Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: the device was manufactured in (B)(6) 1996 and has been used an unknown number of times. The cause of the reported issue is unknown; however, based on the age and condition of the part, it is likely normal wear and tear were the cause of the reported issue. Evaluation: the device was returned for review and exhibits a portion of the hook feature has fractured off the device. The fractured piece was not returned for review. The cam arm and the remaining portion of the hook features exhibit deformation damage indicating the device has experienced some extreme forces. The device meets specifications as measured.

Event description:
It is reported that a portion of the inserter fractured off during implantation of the articular surface.